Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
The customer's husband stated that the insulin pump became unresponsive after it was submerged in water for 30 mins. After troubleshooting, the insulin pump alarmed button error, but the alarm could not be cleared. Advised that the insulin pump would be replaced. Nothing further was reported.